Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2011 (B)(6); product type catheter product ID 8709, serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(4).

Event description:
It was reported, the patient had a pump replacement and but was experiencing the same problems with the new pump. Problems with the new pump were noticed within the first 2-3 months. The issues reported with the old pump included having no flow in the catheter, having the catheter come out, and fluid collecting around the pocket. The pump was infusing dilaudid. No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted when more information becomes available.